Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the call service 064 alarms were confirmed in the pump history. The display screen was blank. Unable to investigate due to the blank display screen. The pump cover was opened and no damage was found to the display screen. When a test display screen was used display functions properly. This report is made under the requirements of the medical device reporting regulations and does not constitute and admission on the part of animas of any deficiency in the performance of the device.